Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there was dislodgement of left ventricle lead during slitting of introducer and right atrial lead during repositioning. Both leads were repositioning and resolved dislodgment issue. The leads are in use. No patient complications have been reported as a result of this event.